Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed that it was not uncommon to see higher shock impedances with a single coil lead, and they discussed programming options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.